Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates swg/needle resistance - kinked.

Event description:
The customer reports that the guide wire would not thread thru the needle. The customer indicates that a "u" curve may have been at the end of the wire. A delay in treatment was reported.

Event description:
The customer reports that the guide wire would not thread thru the needle. The customer indicates that a "u" curve may have been at the end of the wire. A delay in treatment was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for analysis. The introducer needle was not returned. Visual examination of the guide wire revealed three kinks/bends across the guide wire body. Additionally, the distal j-bend appears slightly misshapen. Microscopic examination confirmed the kinks. The proximal and distal welds appeared spherical and intact. The kinks/bends in the guide wire measured guide wire measured 25mm, 260mm, and 570mm respectively from the distal tip. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the marked guide wire product drawing. The guide wire outer diameter of the guide wire measured .799mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. The guide wire was passed through a lab inventory introducer needle. Resistance was observed at the kinks; however, the guide wire was able to pass completely through the needle. A manual tug test confirmed that both the proximal and distal welds were secure and intact. The IFU provided with the kit warns the user, "do not apply excessive force in removing the guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be performed, and further consultation requested." The IFU also cautions, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of a kinked guide wire was confirmed through complaint investigation. Visual examination revealed several kinks/bends across the guide wire body. The guide wire passed all relevant dimensional and functional requirements. The root cause for this complaint could not be determined from the available information as the introducer needle was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.